Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 years and 7 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead is expected to be returned but has not yet been received. No further information was provided. A supplemental report ill be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that there was a small tear on the outer jacket of the patient¿s external percutaneous lead (driveline) close to the exit site. No unusual alarms were reported and the patient was reported to be asymptomatic. The manufacturer¿s technical services representative reviewed submitted photos and recommended that the outer jacket of the driveline be secured with rescue tape or a surgical adhesive to prevent further tearing. On (B)(6) 2018, the customer requested an external driveline revision to replacement the damage to the outer silastic jacket. The replacement is scheduled to be performed on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Additional information per lead portion received. Evaluation of the distal end of the patient¿s driveline and submitted photos confirmed the reported event. Approximately 15.5 inches of driveline was returned for evaluation. The multiple tears were observed to the outer silicone sleeve, approximately 2.5 inches, 3 inches, 3.5 inches, 6.25 inches, 7 inches, and 9.25 inches from metal connector. Driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for high-potential testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported a distal end percutaneous lead (driveline) replacement was performed. Post repair, no alarms observed while connected to grounded patient cable. No additional information was provided.

Manufacturer narrative:
The replaced segment of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete.